Event description:
It was reported that surgical intervention took place on 16jun2021, to replace the patient's ipg. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was showing an end of life message when the rep was connecting to the ipg. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken at a later date.